Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not advise a shock in AED mode. As a result, defibrillation therapy may be delayed or would not be available if needed. No further information was provided by the customer. The customer was unable to provide the serial number of the device used during the event. There was no report of patient use associated with the event. Physio-control contacted the customer in order to obtain additional information about the event, but was unsuccessful.

Manufacturer narrative:
Corrected information: the initial medwatch report indicates: the customer contacted physio-control to report that their device would not advise a shock in AED mode. As a result, defibrillation therapy may be delayed or would not be available if needed. No further information was provided by the customer. The customer was unable to provide the serial number of the device used during the event. There was no report of patient use associated with the event. Physio-control contacted the customer in order to obtain additional information about the event, but was unsuccessful. The initial medwatch report should indicate: the customer contacted physio-control to report that their device would not advise a shock in AED mode. As a result, defibrillation therapy may be delayed or would not be available if needed. The reported issue was observed during preventive maintenance. There was no report of patient use associated with the event. Serial #, of the initial medwatch report was blank. Serial#, of the initial medwatch report should indicate (B)(4). Device available for evaluation, of the initial medwatch report indicates no. Device available for evaluation, of the initial medwatch report should indicate yes. Returned to manufacturer on, of the initial medwatch report was blank. Returned to manufacturer on, of the initial medwatch report should indicate 05/23/2018 device evaluated by manufacturer, of the initial medwatch report indicates no. Device evaluated by manufacturer, of the initial medwatch report should indicate yes. Follow-up information: physio-control evaluated the device and could not reproduce or verify the reported issue. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not advise a shock in AED mode. As a result, defibrillation therapy may be delayed or would not be available if needed. The reported issue was observed during preventive maintenance. There was no report of patient use associated with the event.